Event description:
Tech alleged that the right siderail is broken and will not latch. No pt impact.

Manufacturer narrative:
The tech found that a broken housing to the center weldment assembly on the right siderail. There was damage to siderail cable assembly due to the broken weldment. The tech replaced the right siderail weldment center assembly and the siderail communication cable to resolve the issue.